Manufacturer narrative:
This rv lead was discarded at the hospital, so therefore will not be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged, and there were high out of range pacing impedance measurements as a result. Once this rv lead was repositioned, the pacing impedance measurements were normal and within range. All other parameters were stable. There were no adverse patient effects reported. Subsequently, additional information was received that this rv lead dislodged again. The decision was made to explant and replace this rv lead.